Event description:
A healthcare facility in another country, reported to our distributor that a leak was found in an rt212 adult breathing circuit during circuit leak test. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
The rt212 is not sold in the USA but it is similar to another device which is sold in the USA. Only the inspiratory tube of the complaint device was returned. It was visually inspected and pressure tested. Results: the returned complaint device did not pass the leak test. A small molding flaw in the inspiratory tube was found, causing the leak to occur. Conclusion: the reported fault was confirmed and was due to a small leak in the inspiratory tube, which has been caused by a molding flaw. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests that the leak from the molding flow became worse when the circuit was used. Our monitoring and trending for leaking adult breathing circuits has a rate of occurrence worldwide for the last year of 0.0041%.